Manufacturer narrative:
Investigation summary: the review of the quality documents confirmed a regular device manufacturing. As reported, due to ventricular lead fracture suspicion, the lead was explanted (and discarded) on (B)(6)2023. Since neither programmer files nor other relevant information like x-rays or printout were provided, no investigation on the root cause of the reported issue can be performed. The reported issue can therefore neither be confirmed nor excluded. This case will be retained and utilized for trending purposes.

Event description:
Reportedly, a reintervention was performed on (B)(6) 2023 to explant the lead due to a ventricular lead fracture suspicion. The lead was discarded. The current atrial lead will continue to be used, and the pacemaker will be replaced with an aai pacemaker.

Event description:
Reportedly, a reintervention was performed on (B)(6) 2023 to explant the lead due to a ventricular lead fracture suspicion. The lead was discarded. The current atrial lead will continue to be used, and the pacemaker will be replaced with an aai pacemaker.